Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. The reported event of signal loss is reportable based on the finding of the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver pairing test: passed. Receiver functional test: passed all relevant testing. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.